Event description:
The patient presented with a left hemisphere sub cortical stroke and angiography revealed stenosis of the supraclinoid segment of the left internal carotid artery (ica), date not disclosed. A stent was successfully placed at the lesion and was dilated post deployment using a pta balloon catheter. Angiography demonstrated a vessel dissection in the petrous segment of the left ica that was treated with a second stent. Follow up angiography showed the treatment to be effective and the patient was discharged from the hospital one day post procedure. At routine follow up four months post procedure, the patient was reported to be fine.

Manufacturer narrative:
Vessel dissection. No allegation of product malfunction or non-conformance contributing to the reported event.